Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted:(B)(6) 2017, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (10 mg at 6.79625 mg/day), bupivacaine (20 mg at 13.5925 mg/day), and unknown baclofen (120 mcg at 81.55502 mcg/day) via an implantable pump for unknown indications for use. It was reported that a catheter access port (cap) dye study was performed per clinic protocol, as the patient required pump replacement for normal pump battery depletion. The catheter could not be aspirated during the cap dye study indicating probable catheter occlusion. The plan was to revise the catheter at the time of the pump replacement.